Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the motor started making an odd noise when connected to console. The motor may have received a ¿jolt¿ during set up per the nurse. The motor was "jolted" during set up of a backup circuit so no patient was affected. The director removed the motor from service. It was run on a training loop, and the motor was making a noise. The blood pump was not spinning appropriately/smoothly despite rpms being on. It was stated on 21apr2024 that the console was not affected and would not be sent back for evaluation.

Manufacturer narrative:
Section d2b: device product code corrected. Section d4: catalog number and primary UDI corrected. Section d5: operator of device corrected. Section g1: manufacturing site information corrected. Section g3: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Section g8: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-202x-xxxxx. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended while producing an atypical noise was confirmed via the motor¿s functional evaluation. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department alongside known working test equipment. When the speed was set, the motor did not operate and produced a buzzing noise. However, the motor was able to intermittently operate when its connector-side bend relief was held tightly at an angle. The motor¿s cable was measured, and one of its signal lines was observed to be open which would cause the reproduced events to occur; this open line measurement also intermittently resolved with manipulation of the connector-side bend relief. The motor¿s lemo connector was opened, and its gray signal wire was found to have not been soldered to the connector properly, resulting in the open line. The root cause of the reported event was determined to have been an improper solder connection of the gray signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU (rev. 06) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.